Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a separation of the silastic sleeve from the metal connector of the driveline was confirmed. A clamshell repair was performed by an abbott technical services representative on 7/25/2019 via work order (B)(4). The patient remains ongoing on the lvad and no further issues have been reported at this time. The heartmate ii lvas IFU and patient handbook explain how to care for the driveline. They also address damage due to wear and fatigue of the driveline. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The approximate age of the device was 3 years. No further information was provided. The patient remains ongoing on the device. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2016. It was reported that there was a tear on the percutaneous lead bend relief that had been covered with rescue tape but was determined to need a clamshell repair. The healthcare providers ordered a clamshell repair kit and scheduled the repair for 26 (B)(6) 2019 in clinic. No further information was provided.